Event description:
The customer reported that while the unit was in use on a pt, all of the indicator lights on the control panel began flashing. Pt was switched to another unit and therapy was continued. No pt injury was reported.